Event description:
Add'l info received during phone conversation with the customer: the nurses reportedly were checking the IV site every hour and parents were at the bedside. The infiltration happened quickly. The pt was discharged home, date unknown. Add'l pt info was requested, but no further info was available.